Manufacturer narrative:
Information was forwarded from the owner establishment - zimmer inc. (Establishment). This report will be amended when our investigation is complete.

Event description:
It was reported that these implants were removed due to the glenoid baseplate having separated from the glenoid. The humeral cup and polyethylene cup show significant wear radiographically as well as scapular notching.